Manufacturer narrative:
Correction: the previous MDR submitted on march 18, 2024 was filed inadvertently. The correct date of this report (b4) and date received by manufacturer (g3) is february 05, 2024. Per the clinic, the patient experienced skin breakdown at the implant site. The patient underwent a device repositioning surgery under general anesthesia on (B)(6) 2024. This report is submitted on april 09, 2024.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on january 08, 2024, was filed inadvertently. No skin breakdown has occurred. This report is submitted on february 14, 2024.

Manufacturer narrative:
This report is submitted on january 8, 2024.

Event description:
Per the clinic, the patient experienced an infection and a skin breakdown at implant site. The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted (specific date not repoerted) due to an extrusion of the implant. The patient was reimplanted with another cochlear device (specific date not reported). Additional information has been requested but it has not been made available as of the date of this report. This report is submitted on may 20, 2024.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on may 20, 2024, was filed inadvertently. There was no extrusion and explantation has occurred.

Manufacturer narrative:
Per the clinic, the patient was treated with oral antibiotics (specific date and duration not reported). This report is submitted on march 18, 2024.